Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high threshold and the patient experienced phrenic stimulation. The lv lead was re-programmed and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.